Manufacturer narrative:
The device powered up properly after battery installation. The device passed the displacement test and self test, sleep current measurement and active current measurement. All currents within specific range. No unexpected pump error 23, unexpected battery power loss noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump was exposed to moisture. The customer¿s blood glucose level was 240 mg/dl at the time of incident. Customer stated that there was fluid under the display. Customer states they did not hear fluid when shaking the pump. Customer stated that the fluid condensation on the screen. Insulin pump had power loss alarm. The insulin pump will be returned for analysis.